Manufacturer narrative:
The investigation of optical signal issue has been completed. The pump was returned for investigation. A controller failure alarm and the case start screen appeared during pump plugin. Optical signal parameters were out of specification during the test. The pump failed the laser leak test and revealed light leaking inside the red handle. The red handle was split open, and a kink in the optical fiber was found to the patient cable side, some length after the ferrule, causing the optical signal issue. The data log shows controller error alarm on two different consoles during pump connection. The cause of the optical signal issue was a damaged optical fiber line inside red handle.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the impella cp was prepped for use and the automated impella controller (aic) had controller error and optical sensor error alarms. A new aic was tested, and the same error occurred. A new impella cp was prepped and used successfully. No patient harm has been reported.